Event description:
It was reported that the power cord on 2 caleo units had overheated. The hot mains plug prong is damaged on both plugs. The events on both of the machines had happened on the same day. The caleo's were in different pods within the nicu. The customer reported that there was smoke and one of the machines shut down with a power fail alarm. No patient injury was reported.

Manufacturer narrative:
The concerned power cords were requested for investigation, but not yet released by the hospital. Drager medical is still trying to receive the concerned power cords for investigation. Further investigation results will be reported in a follow up report.